Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction. The sensor was inserted into the abdomen on (B)(6)2020. The patient had a skin reaction to the sensor patch adhesive. The skin at the site of the adhesive was red and itched. The patient was evaluated by a physician on (B)(6) 2020 who diagnosed contact dermatitis and prescribed triamcinolone acetonide ointment. No additional patient or event information is available.